Event description:
Customer reported that she had high blood glucose because her insulin pump was malfunctioning. Customer stated that her insulin pump had motor error and did not deliver the insulin. Customer stated that she went to her doctor to upload her insulin pump and found that the insulin pump was going into suspend by itself. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.